Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/21/2016 that on (B)(6) 2016, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2016. Reportedly, the patient entered finger stick values during loss of antenna. Reportedly, the patient did not wash and dry their hands prior to taking their fingerstick measurement for calibration. Reportedly, the patient used multiple bg meters throughout the same sensor session. No additional event or patient information is available. No product or data were provided for evaluation. The reported inaccuracy could not be confirmed. A root cause could not be determined. Labeling indicates: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. Labeling indicates: before you take a blood glucose value for calibration, wash your hands, make sure your glucose test strips have been stored properly and are not expired and make sure that your meter is properly coded (if required). Carefully apply the blood sample to the test strip following the instructions that came with your meter or test strips. Labeling indicates: always use the same meter you routinely use to measure your blood glucose. Blood glucose meter and strip accuracy vary between meter brands. Switching within a session might cause sensor glucose readings to be less accurate.